Event description:
Discordant, falsely elevated sodium results were obtained on multiple patient samples tested on an advia 1800 instrument. The discordant results were not reported to the physician(s). The operator recalibrated and then repeated the patient samples, which resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that patient samples for sodium would become elevated. After recalibrating the sodium electrode, the samples would repeat in normal ranges. The customer conditioned a new sodium electrode and installed it on the system. During follow-up with the customer, the customer stated the instrument was operational after installing the new electrode. The cause of the discordant results was an electrode failure. The instrument is performing according to specifications. No further evaluation of the device is required.